Event description:
It was reported the pt experienced flu-like symptoms of nausea, increased pain, and diaphoresis following a refill and programming in 2009. When pt returned to clinic six days later, their pump was alarming and a dialogue box indicated that it had been stopped for 148 hours and 43 minutes. An incomplete telemetry at the time of the refill was confirmed. The drug in the pump was fentanyl. The pump was replaced. The pt recovered without sequela.